Event description:
The customer reported that the insulin pump had water underneath the display. Troubleshooting was performed. The customer stated that she accidentally went into the pool while wearing the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly.